Event description:
It was reported that during a ptca treatment procedure the adante balloon ruptured at 2 atms on the initial inflation. The lesion being treated was a calcified and 90% stenotic lesion in a tortuous obtuse marginal branch coronary artery. The pt was asymptomatic during this event. The procedure was successfully complete. Pt status is reproted as 'good'.